Manufacturer narrative:
Internal reference number: case (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through the review of clinical evidence from post market clinical data collection activities that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, 76 patients underwent tka with a rt-plus modular knee system in 2022. From these, 4 patients were revised due to infection. During this procedure, both the tibial and femoral components were removed. This information was collected retrospectively as part of a post-market clinical follow up (pmcf) activity and is provided in an anonymized format; therefore, no further information available.

Manufacturer narrative:
H3, h6: the complaint device was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to limited information, it is not possible to conduct a review of historical complaints. Due to insufficient information, it is not possible to perform a review of past corrective actions. Due to insufficient information, it is not possible to determine a revision of the risk associated to the alleged device. Insufficient information was made available to determine the revision of the IFU applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the IFU (81118154 rev. 0) states bacterial/fungal/subclinical/viral/unspecified infection as a ¿potential adverse device effect¿ in combination with the implantation of a knee prosthesis. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that, based on post-market clinical data collected by the sint maartenskliniek, a total of four hundred and twenty-six (426) patients underwent revision tka between (B)(6) 2018 and (B)(6) 2024 in which an rt-plus modular knee system was implanted. Of these, twenty-three (23) patients required re-revision due to peri-prosthetic joint infection. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is unknown, and it is not possible to collect it.